Manufacturer narrative:
It is unknown when the event occurred. This report is for an unknown speedtriad staple/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a broken biomedical enterprises, inc. (Bme) speedtriad implant on (B)(6) 2017. The implant was originally implanted on (B)(6) 2017 to treat a fracture of a bunionectomy. The patient was noncompliant and walked on her foot against medical advisement. The implant was broken in half. The patient had pain as a result of the device failure. The broken implant fragments were easily removed. The surgery was successfully completed with no delay. The patient outcome was reported satisfactorily. This complaint involves 1 (one) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant/explant dates captured. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.